Event description:
It was reported that during left heart catheterization, a shaft break occurred. The physician selected the 8mm x 3.50mm nc quantum apex balloon catheter to treat the target lesion. However, as they open it the shaft of the device was broken. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).